Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted approximately after implant duration of 2 months, due to mitral regurgitation. No other details were provided.